Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years and 1 month post-implant it was reported that the patient was at home and experienced unspecified alarms while connected to the power module. When the patient went to the hospital for a routine visit the hospital team reviewed the patient¿s event history and reported seeing the pump speed had reduced multiple times below 8000 rpm. The patient¿s system controller and patient cable were exchanged; however, no change was seen. An x-ray of the patient¿s percutaneous lead was performed and damage was observed on the external portion of the percutaneous lead close to the bend relief. On (B)(4) 2014, the manufacturer¿s technical service representative replaced the external portion of the percutaneous lead.

Manufacturer narrative:
Approximate age of the device is 3 years and 1 month. A portion of the replaced percutaneous lead (lead) approximately 10.5" long was returned for evaluation. The connector bend relief had separated from the metal connector and the connector showed evidence of tape residue. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Examination of the lead found breakdown of the braided shield adjacent to the metal connector at the terminus end of the connector bend relief. Visual inspection of the wires found a breach in the red wire insulation adjacent to the metal connector and several of the inner conductors had fractured. The remaining wires appeared unremarkable. The observed percutaneous lead wire damage appeared to be the result of fatigue due to repetitive movement. The patient¿s system controller event history was reviewed and did not contain any pump power or pi elevations and showed atypically low voltages during the low speed events. Evaluation of the returned 14 volt patient cable revealed conductor breakdown of the wires which resulted in a lower than expected supply voltage which can lead to the reported alarms and reductions in pump speed. The cause of the cable conductor breakdown is attributed to wear and tear. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of the device is 2 years and 1 month. The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.